Event description:
An 8mm portex tracheostomy tube was tested prior to surgery and was without a leak/hole. Upon insertion of the trach, the cuff had broken. A new tracheostomy was inserted. Ventilation continued without difficulty and the pt tolerated the procedure well.